Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer stated that they had blood glucose of 590 mg/dl that led to hospitalization as well. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.